Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was symptomatic and felt the stimulation, related to time of atrial lead position check (alpc). The right atrial (ra) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.